Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-17695. It was reported the patient experienced ineffective stimulation and pain at the ipg site due to weight loss. Patient underwent surgical intervention whereby the entire system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.